Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was noted to have had a stroke approximately eight months ago. It was noted that the patient's hospital staff suggested that a shock from the device may have caused the stroke; however, a shock from the device had not been verified. Boston scientific technical services (ts) advised that the patient follow-up with their physician. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At this time, attempts to obtain additional information have been unsuccessful. It was noted that the patient's physician was unaware of this patient issue, and that this patient has been non-compliant with follow-ups and had not been seen in their device clinic for approximately one year.